Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material was confirmed however the type of material was unable to be identified. However, a definitive root cause could not be determined. The device was reprocessed according to the IFU. Additionally, no physical damage of the device at where the foreign material remained was confirmed. A device history review revealed no deviations that could have caused or contributed to the reported issue. This issue is addressed in the instructions for use: the instruction manual operation manual ¿gif/cf/pcf-290 series, chapter 3 preparation and inspection¿ describes the methods for detection. The instruction manual reprocessing manual ¿gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿ describes the methods for prevention. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the nozzle. There were no reports of patient involvement.